Event description:
Pt arrived with a change in mental status from home. Family reports a witnessed seizure at home. Pt's blood sugar high on arrival. Pt had another witnessed seizure while in emergency department and was intubated and placed on a ventilator for airway protection. A fentanyl drip (1000mcg in 100mls 0.9% normal saline) was started at 5mls per hour. As per protocol it was checked by 2 rns. This was at 0350am on (B)(6) 2016. At 0414am, the pt's heart rate and blood pressure dropped and she went into arrest. The nurse went to clamp and turn off the fentanyl medication and noted that the entire bag had infused. She was given narcan 2mg and was resuscitated. She was sent to the ICU for continued monitoring. Poison control was consulted for direction on the medication. The carefusion alaris IV pump was secured along with the IV bag and tubing and sent to risk management for further investigation and analysis.